Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in spain.

Event description:
It was reported that during surgery, the unit was not cutting properly. The unit caused an injury to the patient during the procedure. They had to stop the procedure and treat the patient's injury. Due diligence is complete; there is no additional information available.